Manufacturer narrative:
The device lot number was received therefore the following fields were updated accordingly: lot #: 60094311, expiration date: 10/26/2019. Unique identifier (UDI)#: (B)(4). As a result of receiving pi lot number, the device manufacturing address has been updated. In the initial MDR report, the manufacturer report number (2648035) was entered. As a result of receiving the lot number the correct manufacturer report number should begin with 3006695864. Device manufacture date: 10/26/2017 all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In follow-up #1 the UDI number provided was (B)(4). However, the correct expiration date is 10/26/2019. Therefore the correct UDI number is as follows: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported two suction loss events on right eye (od) during surgery. The first suction loss occurred with the same suction ring after initial applanation and before laser fired. The second suction loss (cone issue) with an intralase patient interface (pi) occurred after laser fired. It was noted that one (1) electronic procedure was lost and the surgery was completed successfully by switching out the pi.